Manufacturer narrative:
As reported, the .035 fc j3mm 150cm tef emerald diagnostic guidewire did not cross the lesion due to spasm. No further additional details were provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 35230849 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis or procedural films, the reported event of ¿vasospasm¿ could not be confirmed. Based on the limited information available, a conclusive root cause may not be determined. Vasospasm is a brief temporary tightening of the muscles in the vessel wall. A vasospasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the device manipulations inherent in any procedure causing endothelial irritation. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Although a conclusive root cause may not be determined, contributing factors may include procedural, patient history, lesion and adjunctive pharmacology variables. The IFU also states to use the product before expiration date. Based on the device history record (DHR) review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the .035 fc j3mm 150cm tef emerald diagnostic guidewire did not cross the lesion due to spasm. Multiple attempts were made without success to obtain additional information. A non-sterile .035 fc j3mm 150cm tef emerald diagnostic guidewire was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were observed on the guide wire as received. A review of the manufacturing documentation associated with lot 35230849 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer of ¿vasospasm¿ was not confirmed since the reported event could not be properly evaluated due to the nature of the event as reported. No anomalies were observed on the guide wire as received. The cause of the experienced vasospasm adverse event could not be conclusively determined during the analysis. Vasospasm is a brief temporary tightening of the muscles in the vessel wall. A vasospasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the device manipulations inherent in any procedure causing endothelial irritation. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Although a conclusive root cause may not be determined, contributing factors may include procedural, patient history, lesion and adjunctive pharmacology variables. The IFU also states to use the product before expiration date. Neither the product analysis results nor the device history record (DHR) review suggests that the reported event is related to the manufacturing process of the unit. Therefore, no actions will be taken at this time.

Manufacturer narrative:
(B)(4). A device history record review relative to the manufacturing, inspecting and packaging of dgw .035 fc j3mm 150cm tef, lot number 35230849 was performed. The history records indicate that this product was final inspection tested at lake region medical and was determined to be acceptable. Lake region medical has no corrective action specific to the product mentioned above and has no preventative action specific to manufacturing this product differently. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the diagnostic wire did not cross the lesion due to spasm.